Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced glare and halos around light which was not improved with surface treatment. The lens was exchanged for another lens model 3 months following the initial procedure. Additional information has been received that there was no patient harm. In the surgeon opinion patient did not tolerate symptoms of a multifocal iol. There are two medical device reports associated with this file. This report is associated with the right eye.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).